Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: a review of the last basal delivery and the last bolus delivery was on (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and returned cartridge cap were used to complete testing. During evaluation, the pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings (eaw) that occurred during a 24 hour duration test. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas stating the patient experienced a blood glucose (bg) measurement in the range of 18 to 21 mmol/l with moderate to large ketones. The patient reportedly experienced abdominal pain and had a change in stress level. The patient reportedly did not require medical intervention. It was noted that the patient was making changes to the basal delivery and the pump was being suspended. Customer technical support (cts) reviewed the pump with the patient. A review of the pump history indicated that the basal delivery totals in the total daily dose did not match due variations in basal delivery. Cts reportedly had the patient perform a 1 unit air bolus. All boluses were successfully performed via the pump and accurately recorded in the pump history. It was noted that cts referred the patient to the health care provider for assistance with diabetes management. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. The patient reportedly remained on the pump. The following use error was a contributing factor to the reported event, the patient was suspending the pump to make adjustments to the basal delivery which caused variations and the patient had a change in stress level.